Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the complaint device was not returned, therefore unavailable for a physical evaluation. Complaints have been filed regarding the vapr tripolar 90 suction elect product due to an unintended activation issue. After investigation, the unintended activation issue has been attributed to a manufacturing error. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the vapr tripolar 90 suction elect device would not turn off anymore (in ablation function) and activated itself. The electrode was removed from the generator several times and the generator turned off to solve the problem. The problem always recurred after a few minutes without activating the hand control or foot control. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.